Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was experiencing frequent intermittent atrial undersensing. The device was already programmed at its most sensitive setting. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was experiencing frequent intermittent atrial undersensing. The lead was already programmed at its most sensitive setting. The lead is still in use. No patient complications have been reported as a result of this event. (B)(6) 2018: it was further reported that the lead was reprogrammed. The patient is a participant in the product surveillance registry clinical study.